Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the implantable cardioverter defibrillator normal change-out, the physician inspected the right ventricular lead. Upon review through fluoroscope, the lead appeared to be separated. During the device replacement procedure on (B)(6) 2017, the lead was capped and replaced. The patient remained stable after the procedure.